Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2012; d314trg ICD, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a systemic infection. The implantable cardioverter defibrillator (ICD), atrial and right ventricular (rv) leads were completely explanted. The epicardial lead was cut. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.